Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as: 2134265-2012-03253. Same patient as: 2134265-2010-04895, 2134265-2010-04896. It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction and later expired. Lesion 1 was located in the proximal left anterior descending (lad). The target lesion was 90% stenosed, 2.75mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 2.75x28mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the mid lad. The lesion was 90% stenosed, 2.5mm in diameter and 8mm long. The lesion was treated with predilation and placement of a 2.5x12mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced non-st elevation myocardial infarction (nstemi) during the hospitalization for bladder cancer. Cardiac enzymes were elevated and the patient was treated with medications. The event of nstemi was considered resolved without residual effects 2 days later. In (B)(6) 2012, the patient expired at home. As per the death certificate, the primary cause of death was cardiac arrest and secondary causes were electrolyte imbalance and renal failure unspecified. Autopsy was not performed.